Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in-clinic, the patient had been monitored on a holter monitor and the results were in. There appears to be oversensing and or loss of capture. In addition, there was a 3 to 4 second of no ventricle pace and there was no right ventricular escape rate at that time. Boston scientific technical services provided reprogramming options, troubleshooting, and indicated that there might be some lead integrity issue. The plan is to replace the ICD and right ventricular (rv) lead in the future. No adverse patient effects were reported. This device and rv lead remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was seen in-clinic, the patient had been monitored on a holter monitor and the results were in. There appears to be oversensing and or loss of capture. In addition, there was a 3 to 4 second of no ventricle pace and there was no right ventricular escape rate at that time. Boston scientific technical services provided reprogramming options, troubleshooting, and indicated that there might be some lead integrity issue. The plan is to replace the ICD and right ventricular (rv) lead in the future. Additionally, this device and rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device found hole in rv tip seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.